Event description:
During an MRI felt irregular heartbeat while testing was being conducted. The irregular heartbeat stopped as soon as the test was over and returned to normal. This was an MRI of the right knee. Immediately following the MRI, the lower portion of the leg (from the knee down) felt a tingling sensation similar to when your "foot falls asleep." The sensation lasted almost continuously for three days and then stopped. Icing the area may have helped as the leg was a little swollen before the MRI and worsened after the MRI.